Event description:
It was reported 10 bd pen ndl 32g 4mm pro 14 bag 700 case jpx had outer covers that would not attach in and the needles were difficult to remove. The following information was provided by the initial reporter, translated from (B)(6): "there was an empty turn of the outside case, and it was not possible to remove it well".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record could not be completed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. As no samples were returned for investigation it was determined that no corrective action is required at this time.

Manufacturer narrative:
H6: investigation summary: four photos of a 32g x 4mm pen needle sample attached to a pen injector were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned photos was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact no physical samples were received no further investigation could be carried out.

Event description:
It was reported 10 bd pen ndl 32g 4mm pro 14 bag 700 case jpx had outer covers that would not attach in and the needles were difficult to remove. The following information was provided by the initial reporter, translated from japanese: "there was an empty turn of the outside case, and it was not possible to remove it well"